Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The patient reported that their 1st pump was replaced due to an issue, pump was not working the way it should have been. The patient stated the pump did not seem to be functioning as it should and this may have been due to the pump becoming depleted. The patient had total system explant. No patient symptoms reported and the situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.